Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen was cracked and unresponsive, preventing the user from sliding to unlock the device; the issue involved a fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including a photo of the damage. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.